Manufacturer narrative:
The event date was not reported and is estimated by using the aware date.

Event description:
It was reported that there were device related thrombus present. It was reported via social media that "the patient received the watchman closure device on (B)(6) 2016 and since then has had two device related thrombus on the device. The patient is still on their blood thinner medication."